Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. Attempts to clear the message prompt a different message that the data was invalid and could not be saved. The device was reprogrammed and resumed normal functions. The patient would continue to be monitored.